Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that a patient underwent an unk procedure on (B)(6) 2010 and suture was used. The needle broke at the tip after suturing the colon. No fragment remained in the pt's body. There was no adverse consequence to the patient.